Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The patient tracker was returned to the manufacturer for analysis. Analysis found that the tracker was identified but would not track, returning only a red status. A check of the em interface showed all three coiled were not functioning. Analysis found that the reported event was related to a electrical issue. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding navigation system while outside of procedure. It was reported that two patient trackers would not be recognized by the system. There was no patient present when the issue occurred.